Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly calcified lesion in the proximal rca artery. There was no damage noted to the device packaging. There were no issues noted removing the device from the protective hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another resolute onyx device. No patient injury was reported.

Manufacturer narrative:
Additional information: it was later reported that initially a 2.25x18 mm resolute onyx rx stent was implanted. The physician then proceeded to implant the 2.25 22 mm resolute onyx rx stent but it failed to cross. When trying to remove the stent, it was deformed (stretched) on the balloon delivery catheter. The stent was considered unsuitable for further use. The operation was continued and completed using additional resolute onyx rx coronary 2.0x18 mm and 2.25x22 mm stents and post-dilated with a non-mdt 2.25 x 12 mm nc balloon. Device evaluation summary: device returned for evaluation. A kink was noted on the hypotube. The stent was positioned on the balloon at the proximal marker band as per specifications, however due to stretching the mid to distal stent wraps had stretched over the distal markerband and off the balloon. It was not possible to measure the distal stent od, due to the deformation. It was not possible to visually inspect the distal tip as the stent was positioned over it. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.